Event description:
This device was implanted, demonstrated appropriate pacing support, but could not be interrogated. The device was then exchanged with another pacemaker. There are no adverse events reported for this pt.